Manufacturer narrative:
Non-healthcare professional / company representative. The device evaluation as noted in section b5, found poor watertightness of the cable unit, water tightness was lost. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited poor watertightness of the cable unit, water tightness was lost. There was no patient involvement.